Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the threads on the battery cap are stripped and the battery compartment is cracked. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: black box review shows multiple consecutive ¿por¿ events on the reported event date. Visual inspection shows 2 cracks to the battery compartment, not connected. The battery cap threads are stripped,battery compartment threads are intact. The cap was unable to fit to the pump and it was stuck when inserted,reboot was duplicated. A test battery cap was used and it was able to fit and to maintain electrical connection. The pump powers ¿on¿ and displays ¿verify¿ screen. The test cap was removed effortlessly. The unit was primed and it was exercised for 24h, no further power interruption occurred during the duration test. The pump¿s cover was removed; inspection shows no intermittent condition to the power circuit.